Manufacturer narrative:
Visual assessment of the used blade showed no evidence of flaking or shedding. Examination of the blade using a stereo microscope showed residual silicone on the ID of the inner blade. Examination of the unused blade showed the same silicone residue. The residual silicone lubricant based on testing performed by smith&nephew concluded that the material/residue did not pose any risk to patient safety.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure, there was material that was coming out of the blade that appeared to be shavings. All debris was flushed from the patient and a backup device was available to complete the procedure. No patient injury or complications were reported.